Event description:
It was reported the pt had a pocket erosion due to "bed sores". The pocket was revised. The pt reported "it's eroding as well". No further outcome or symptoms were reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.